Event description:
The caller reported that the accu-chek performa system gave a higher than expected reading during a hypoglycemic event. The customer woke up with hypoglycemia and was having a seizure. The husband measured the customer's blood glucose and received a result of 99 mg/dl at 2:59 am. The husband treated the customer with orange juice. At 3:39 am the customer received a blood glucose result of 81 mg/dl and the husband transported the customer to the hospital. The blood glucose results and treatment provided by the hospital were unknown. The customer was released from the hospital after 2 hours.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Material was discarded and can not be returned for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.